Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break and coils damage were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the core break and stretched coils appear to be related to case circumstances of the procedure. In this case, based on the reported information, and returned analysis, it is likely that during the procedure, the guide wire distal core became damaged and or kinked. Manipulation during retraction ultimately resulted in the reported core break and subsequent coil damages. The core at the break/separation was bent as if kinked prior to separation. Additionally, the customer returned 3 sterile devices from the same part/lot number as the parent complaint device. These were evaluated for visual defects and/or damages to further support the complaint investigation that was reported for core break and stretched coils. The visual inspection concluded no damages noted on the returned sterile devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified, moderately calcified artery. When the balance middleweight guide wire was removed from the anatomy, it was frayed [stretched]. Additionally, a photo provided shows a break in the distal end of the guide wire. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.